Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that waveone gold primary 6-file ster 25mm broke during use. Outcome of event is unknow as of this MDR. Further information is pending. Device will not be returned.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.